Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited occlusion failure.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(6). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had no labels were missing . The device was in good condition with a scratched screen. The pressure was tested, the device did not activate within specification replace. The root cause of the reported issue was found to be the downstream sensor. The technician replaced downstream sensor.